Event description:
The customer reported that the clear insulation became damaged after 45 minutes of use during a hemicolectomy. There was no patient injury. The device was returned to covidien and initial inspection found that the device failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.